Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 17, 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter was prompting a battery indicator. The medical surveillance specialist spoke with the pt on july 29, 2009, and obtained the following info. The pt reported that the alleged issue began in 2009, after water was spilled on the subject meter. Despite not being able to test her blood glucose, the pt claimed she continued to take her usual dose of oral medications (glucose and metformin). Approximately 24 hours after issue started, the pt claimed she began to feel shaky. In response to the symptom, she treated self with food and/or drink and reported feeling better afterwards. At the time of troubleshooting, the customer care advocate noted that the pt did replace the subject meter's battery after the water was spilled on it; however, the issue remained unresolved. Replacement products were sent to the pt. This complainant is being reported, because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.